Event description:
A nurse mgr reported that during a vitreoretinal surgery, the black valve knob was stuck on two tanks of gas tamponade and neither tank could be used when hooked to a regulator. With the first tank, after seeing that it would not dispense and the regulator removed from the tank, all the gas escaped because the tank knob was stuck in the open position. With the second tank, two regulators were fitted but no gas would dispense and that the knob was maybe stuck in the closed position. The nurse also indicated the staff was seasoned and had never had this type of issue before. He reported the procedure was prolonged due to not being able to dispense the gas from either tanks, which ultimately resulted in an alternative "liquid" used as temporary tamponade. He reported the pt was fine at the end of the procedure. Additional info was received from the surgeon who reported a secondary procedure was performed one week after the initial procedure in order to remove the liquid tamponade that was used alternatively in the initial procedure. He reported the event resolved with treatment. There are two medical device reports associated with this event. This report is for the first tank of gas.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. No root cause can be determined from the investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 07/05/2012 and 07/06/2012 by phone, fax, and mail. A completed questionnaire was received on 07/12/2012. (B)(4).